Event description:
The physio-control service representative reported that the customer had sent in a device for service. All three icons (battery, attention and service) were visible in the device's readiness display. Multiple event codes were logged in the device's memory. With all three icons displayed in the readiness display, the device is not likely to have enough power to provide defibrillation therapy to a patient, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. All three icons (battery, attention and service wrench) were visible in the device's readiness display. Multiple event codes were logged in the device's memory. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control further evaluated the device and determined that the digital pcb assembly caused the device not to power on. A crystal on the digital pcb assembly, designator y1 to the real time clock would not oscillate which caused the device not to power on. The device did not qualify for a warranty replacement anymore.